Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-mar-29 reporting that the battery went dead while it was not in use. It had not been used because the patient had been taking pain medication which had covered the stimulation problem areas. There had not been a fall. The patient had looked for a health care provider (hcp) to have the battery replaced; however, the battery had not been replaced and there was no current plan to be replaced. It was noted that the patient had been told the battery would last 4-5 years and their battery life had lasted longer than the patient had expected. The patient was currently getting treatment for pain. The event had not been resolved. Additional information was received from a healthcare professional (hcp). The hcp alleged that the ins was in overdischarge and the patient had not charged the ins in several months. The hcp was performing a physician mode recharge on (B)(6)-09. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient¿s ins was dead and needed to be replaced. The patient stated that this change was not due to positional movement. The patient indicated that they fell a while ago and they were in the hospital, so they couldn't take care of their ins. The patient stated that the ins was charged prior to (B)(6) 2017 and they still felt stimulation in (B)(6) 2017. No further complications were reported/anticipated.